Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 1313643. Medical device expiration date: 31oct2025. Device manufacture date: 09nov2021. Medical device lot #: 1273567. Medical device expiration date: 31aug2025. Device manufacture date: 30sep2021. Investigation summary : the customer issued a complaint for damaged needle guard detected during by end user. Photos and analysis report were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. As this is a market event, the reported condition detected is not part of a sampling plan that allows to conclude about the whole batch, therefore the aql is not applicable. The batch was manufactured and released according to applicable procedures and specifications. Consequently, bdm-ps will not define corrective or preventive actions following the investigation of this complaint. This complaint is registered in bd complaint system and trend analysis will be performed. It should be noted that tests performed by bdm-ps tatabánya during production controls are related to the ultrasafe needle guard device only, without using syringe and plunger rod. Testing of combination product is out of scope for our ultrasafe device manufacturing.

Event description:
It was reported while using bd ultrasafe b100l ng green bulk amg the device separated and the plunger's full movement was blocked. There was no report of patient impact. The following information was provided by the initial reporter: patient reports trying to give herself her first prolia shot at her home and "the plunger broke off the housing of the injection cylinder. The medication is still in there and the needle never came out¿. Amgen visual return unit inspection: the returned syringe, barrel and flange were inspected for external damages or defects, and the plunger rod was broken. The broken piece was missing. The rigid needle shield was returned securely attached to the syringe tip at an angle. The remaining plunger rod piece was attached to the syringe stopper which was properly oriented and positioned inside the syringe barrel, these were located halfway through the syringe. The needle guard was deployed and locked. It was securely attached to the syringe. One of the plastic, green flaps on the needle guard was bent.

Manufacturer narrative:
H6: investigation summary photos and analysis report were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. As this is a market event, the reported condition detected is not part of a sampling plan that allows to conclude about the whole batch, therefore the aql is not applicable. The batch was manufactured and released according to applicable procedures and specifications. Consequently, bdm-ps will not define corrective or preventive actions following the investigation of this complaint. This complaint is registered in bd complaint system and trend analysis will be performed. It should be noted that tests performed by bdm-ps tatabánya during production controls are related to the ultrasafe needle guard device only, without using syringe and plunger rod. Testing of combination product is out of scope for our ultrasafe device manufacturing.

Event description:
It was reported while using bd ultrasafe b100l ng green bulk amg the device separated and the plunger's full movement was blocked. There was no report of patient impact. The following information was provided by the initial reporter: patient reports trying to give herself her first prolia shot at her home and "the plunger broke off the housing of the injection cylinder. The medication is still in there and the needle never came out¿. Amgen visual return unit inspection: the returned syringe, barrel and flange were inspected for external damages or defects, and the plunger rod was broken. The broken piece was missing. The rigid needle shield was returned securely attached to the syringe tip at an angle. The remaining plunger rod piece was attached to the syringe stopper which was properly oriented and positioned inside the syringe barrel; these were located halfway through the syringe. The needle guard was deployed and locked; it was securely attached to the syringe. One of the plastic, green flaps on the needle guard was bent.